Event description:
The reporter stated the surgeon implanted an micl 13.2mm implantable collamer lens in the pt left eye. Lens was inserted into the pt's eye upside down. As the surgeon was removing the lens from the pt's eye, the lens tore. Another same model and size lens was implanted. A suture was used. The reporter stated the cause of this incident was due to the surgeon's technique. There was no product malfunction.

Manufacturer narrative:
Result - visual inspection of the returned product found piece of plate haptic torn off and missing. Lens was returned in liquid. Conclusion - based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to surgeon technique. No product malfunction. (B)(4).